Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited out of range shock impedances values on the right ventricular (rv) channel. The other manufacturer's rv lead was implanted in 2014 and the shock impedances were noted to be out of range shortly after a recent box change. Boston scientific technical services (ts) reviewed data from the implanted device and provided troubleshooting recommendations. This crt-d remains in service. No adverse patient effects were reported.